Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl and insulin pump alarmed for no delivery. Customer¿s current blood glucose was 250mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.